Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a connection issue; further described as ¿the cap was not connected tightly¿. The event occurred during use for peritoneal dialysis (pd) therapy. It was reported that only the minicap was replaced and not the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.